Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The re-assessment determined that the issue does not meet the threshold for reporting and is, therefore, a non-reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, outside the patient, the devices were sticking to guide and giving incorrect measurements. The procedure finished with the same device. Surgical delay less than 30 minutes. Patient injuries were not reported.